Event description:
It was reported the customer changed the cassette to another one for regular replacement. He then turned on the pump, but an alarm sounded. Also, when he pressed the stop/start key, a "no disposable, pump won't run" alarm went off. No patient injury was reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Pictures attached: four pictures were attached and reviewed. Results: picture one shows a cassette product sample its outside of its original packaging. Picture two shows the front view of a flow stop cassette product without blue clip. Picture three show the top view of a cassette product with pressure plate from cavity 1a. Picture four shows the cassette ay bag neck. Samples received: sample received consist in one cassette product from part number 21-7302-24. Sample was received in used conditions, decontaminated, with its original packaging open and inside in a plastic bag. Visual inspection results: sample received don?t present any damaged, kink, cut. Sample was received without white cap. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Accuracy test: the samples received were connected to the cadd legacy plus and to balance mettler toledo to look for unusual function. Results: the sample could be connected without problem; sample passed the test. Complaint is not confirmed. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. There were no relevant findings detected in the DHR.